Manufacturer narrative:
Correction to initial MDR in blocks: b2-outcome attributed to adverse event and health effect clinical code and impact codes the returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during the implant procedure, prior to any device being implanted, the patient code blued and had to be flipped over for cardiopulmonary resuscitation (CPR). Patient was breathing but the physician aborted the case and removed the existing trial leads. The patient was transferred to the hospital for further care.

Event description:
It was reported that during the implant procedure, prior to any device being implanted, the patient code blued and had to be flipped over for cardiopulmonary resuscitation (CPR). Patient was breathing but the physician aborted the case and removed the existing trial leads. The patient was transferred to the hospital for further care.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095585.